Event description:
The manufacturer received information alleging a 'high internal o2"alarm had occurred causing a ventilator inoperative condition to occur on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro (cax3100t12) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Manufacturer narrative:
The manufacturer received information alleging a 'high internal o2"alarm had occurred causing a ventilator inoperative condition to occur on the device. There was no harm or injury reported. The philips product investigation lab (pil) is able to confirm the complaint of the a40 pro, visual inspection found no issues. Pil performed testing in accordance with ER 2251830 part 001 ver 01 and the results meet the criteria that no further investigation is required.

Manufacturer narrative:
Correction: the manufacturer received information alleging a 'high internal o2"alarm had occurred causing a ventilator inoperative condition to occur on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.